Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic biliary drainage procedure on (B)(6) 2012. According to the complainant, during the procedure the distal tip coating detached, exposing the metal tip of the corewire. The physican does not have concerns regarding the detached piece as it is believe the fragment will pass naturally. The procedure was completed with another jagwire wih no patient complications. The patient's condition has been described as stable.

Manufacturer narrative:
(B)(4) tip detached. Although the device has been returned for evaluation; a failure analysis of the complaint device has not yet be completed. Upon completion of the failure analysis if any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device revealed that the tip of the corewire had detached, exposing the tip of the metal corewire. Adhesive remnants were not found on the corewire, indicating that the pebax had not been properly attached. There was no evidence of a corewire fracture and no damage to the ptfe coating. The outer diameter was measured and found to be within specification. Corewire distal end and pebax were sent to the lab for analysis. Estane residues were found in a non-continuous distribution in the inner surface of the pebax. No estane, primer or pebax residues were identified in the core wire surface. Therefore, the most probable root cause is manufacturing. Since the manufacturing of this complaint device, a corrective action has been initiated to address this issue a DHR (device history record) review was performed and no deviation was found. Labeling review performed and no anomaly was found. Similar complaint trend review performed and no other complaints reported for lot number 13662317.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic biliary drainage procedure on (B)(6) 2012. According to the complainant, during the procedure the distal tip coating detached, exposing the metal tip of the corewire. The physician does not have concerns regarding the detached piece as it is believe the fragment will pass naturally. The procedure was completed with another jagwire with no patient complications. The patient's condition has been described as stable.